Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. D. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-325-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a balloon was used to ¿dilate the middle part of the flow diverter device¿ during the index procedure. Post procedural imaging showed complete stasis with complete neck coverage 2 aneurysms by the study device. Mrs score was 0 pre and post procedure. Patient was undergoing pipeline placement in the treatment of an unruptured saccular aneurysm located in the midline basilar artery.